Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error consistently. Customer's blood glucose level was not reported. The drive support cap was loose. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump was received with normal operating currents. Also, the pump passed the self-test, unexpected restart, rewind, basic occlusion, prime, and displacement tests. However, the pump was received stuck in the motor error loop during the bolus/basal delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.